Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004 the patient underwent MRI of the cervical spine. Impression: degenerative cervical spondylosis change at c5-6 and c6-7. Some asymmetric neuroforaminal encroachment by osteophyte complex on the right at c5-6 which could compromise the right c6 nerve potentially but the changes were somewhat more severe asymmetrically to the right at c6-7. On (B)(6) 2005 the patient underwent emg and nerve conducting tests. Impression: there had been severe but less than total injury to the axons of the right long thoracic nerve. This looks old at this point. Incidentally noted, there was injury to the myelin of the median sensory branches across the carpal tunnels. That on the right was mild in degree, and that on the left was borderline in degree. Otherwise normal emg and nerve conduction testing in the right upper extremity, without electrical evidence of any other injuries to myelin or axons at a right upper extremity peripheral nerve, right brachial plexus, or right cervical motor nerve root level. Note that injury solely to the sensory portion of the right c6 nerve root, totally sparing the motor portion, could cause her right thumb and index finger numbness and yet be electrically undetectable, so your clinical correlation was needed as well. On (B)(6) 2005 the patient underwent MRI of the lumbar spine due to low back pain. Diagnosis: degenerative lumbar spondylosis l4-l5 and l5-s1 with mild central canal and foraminal narrowing. Small central disc protrusion l5-s1, broad based with overall mild central canal narrowing. On (B)(6) 2005 the patient underwent an MRI scan due to neck and right arm pain. Diagnosis: mild diffuse abnormal bone marrow signal intensity suggesting possibility of myeloproliferative disorder. Recommend correlation with cbc and possibility for anemia. Degenerative disc disease, most prominent at c5-c6 and c6-c7 with evidence of central canal stenosis and foraminal narrowing, more prominent on the right. On (B)(6) 2005 the patient underwent emg and nerve conducting tests. Impression: there was moderate injury to the myelin of the median nerves across injuries within the carpal tunnels bilaterally, a little bit worse on the right than on the left. This represents worsening bilaterally since the previous emg testing, at which time there was injury to the myelin of the median nerves across the carpal tunnels that was mild on the right and just borderline on the left. There was mild injury to the myelin of the right l5 nerve root. Otherwise normal nerve conduction testing in the four extremities and emg in the right upper extremity and right lower extremity. Currently, no electrical evidence of any injuries to myelin or axons at a peripheral nerve, plexus, or nerve root level, testing nerves and muscles of the right upper and lower limbs. On (B)(6) 2006 the patient underwent MRI of the lumbar spine. Diagnosis: interval increase in size of l5-s1 disc protrusion. Unchanged degenerative disc disease at l4-l5 with small annular tear, unchanged. On (B)(6) 2006 the patient presented with complaints of low back, right leg, neck and right arm pain. Review of systems: musculoskeletal: had muscle pain, back pain present. Neurological: had difficulty keeping balance. Lacks coordination. Notes weakness. Psychiatric: had had depressive symptoms. Noted increased stress. Had had sleep disturbance. X-rays and MRI scans were reviewed. Impression: functional diagnosis: neck pain with right arm pain. Low back pain with right leg pain. Structural diagnosis: cervical spinal stenosis c5-6, spinal stenosis c6-7. Myelopathy. Degenerative lumbar disc l5-s1. Lumbar radiculopathy/radiculitis. Comorbidity diagnosis: depression. Chronic narcotic use. On (B)(6) 2006 the patient presented for presurgical consultation with neck pain as well as bilateral arm pain including low back and left leg pain. Her MRI was reviewed. Diagnosis: neck pain. Bilateral brachialgia. Structural diagnosis: cervical spinal stenosis. Cervical disc degeneration cs-c6, c6-c7. On (B)(6) 2006 the patient was admitted with severe neck pain, upper extremity pain and severe cervical myelopathy. Procedures performed: anterior cervical diskectomy and decompression c5-6, c6-7. Anterior cervical fusion c5-6, c6-7 with cornerstone cage and rhbmp-2/acs bone morphogenic protein. Anterior plating with atlantis vision plate. Per op notes: depth and height of the disk space was measured. The disk was grafted with cornerstone cage at the c6-7 level and filled with a half a sponge of rhbmp-2/acs bone morphogenic protein appropriately reconstituted. The c5-6 level was similarly addressed, appropriately reconstructing disk height and cervical lordosis. Distraction pins were removed. Entry points were dressed with bone wax. The anterior aspect of the cervical spine was smoothed off. Appropriate dimension atlantis vision plate was selected. It was attached to c5, c6 and c7 with 4.0 mm self-drilling, self-tapping screws. Bone purchase was excellent. Locking screws were tightened down retractors were removed. On (B)(6) 2006 the patient presented for a follow up. The patient complained of low back and right leg pain. The pain was exacerbated by flexion or twisting neck. Review of systems: neurological: experiences numbness. Psychiatric: had had depressive symptoms and frequent mood changes. Musculoskeletal: had had muscle and back pain. X-rays of the cervical spine were reviewed. Impression: functional diagnosis: cervicalgia/neck pain. Back pain, lumbar. Leg pain, right. Structural diagnosis: status post acf c5-c7. Degenerative lumbar disc l5-s 1. 3. Lumbar radiculopathy/radiculitis. Comorbidity diagnosis: long term heavy narcotic use. Depression. On (B)(6) 2006 the patient presented for a follow up. The patient underwent ap, lateral, lateral flexion/extension x-rays of the cervical spine. Diagnoses: status post c5-c7 cervical fusion. On (B)(6) 2009 the patient presented for evaluation of neck pain. The x-ray test was performed. Impression: functional diagnosis: back pain. Cervicalgia-headaches. Structural diagnosis: degenerative lumbar disc l4-l5. Status post acdf c57. Comorbidity diagnosis: long term use of narcotic drugs. On (B)(6) 2009 the patient underwent the MRI of the lumbar spine. Impression: transitional lumbosacral segment. Grade 1 degenerative retrolisthesis of l5 and s1 with mild bilateral foraminal narrowing. Small right lateral protrusion of the l4-5 disc contributes to cause mild right l4-5 foraminal stenosis. L4-5 and l5-s1 degenerative disc disease. On (B)(6) 2009 the patient presented with complaint of neck pain, back and right lower extremity. Her MRI was reviewed. Diagnosis: neck pain. Low back pain. Right lower extremity pain. Structural diagnosis: status post c5-c7 cervical fusion. Mild disc degeneration c3-4, c4-5. L4-s1 disc degeneration. Lumbar spinal stenosis. Co-morbidities: depression. Long term narcotic usage. On (B)(6) 2009 the patient presented for a presurgical consultation. She presented with low back pain and right lower extremity pain. Her x-rays, MRI and CT scan were reviewed. Diagnosis: low back pain. Spinal claudication. Right sciatica. Structural diagnosis: l4-s1 disc degeneration. Lumbar spinal stenosis. Co-morbidities: depression. Long term narcotic use.